Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed on two weeks earlier. According to the complainant, the locking adapter of the button got cracked about one week after placement. The procedure was completed with a different device (device unk). There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.